Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a female patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) (humulin r), from cartridge, via a reusable pen (humapen ergo ii), 40 iu of unknown frequency, subcutaneously, for diabetes mellitus, beginning on an unknown date. Since (B)(6) 2019, she was using humapen ergo ii. On (B)(6) 2020, the humapen ergo ii had issue (pc no (B)(4) /lot no1806d03), it sometimes released insulin and other times it did not released and upon troubleshooting the humapen ergo ii worked properly. On (B)(6) 2020, it got impaired again. On (B)(6) 2020, after she took her human insulin and while she was going to sleep she experienced pain in her heart, back pain, burning sensation in her legs and she could not sleep. It continued for 2 days. The screw got stuck inside the pen and could not push the cartridge so the insulin was not released in her body. It was suspected that those events were due to that the insulin has no effect on her (it was not delivered well to her body) so she started taking her doses with insulin syringe since then. After she had taken her doses with the insulin syringe, she got improved and upon that it was realized that the issue was in the humapen ergo ii. The event of heart pain was considered as serious by the company due to its medical significance. The outcome of event wrong technique in drug usage process was unknown while outcome of remaining events was resolved. Information regarding corrective treatment was not provided. Status of human insulin therapy was continued. The patient was the operator of humapen ergo ii and her training status was not provided. The general and suspect humapen ergo ii duration of use was approximately 19 months (it was started in (B)(6) 2019). The action taken with the suspect humapen ergo ii and its return status was unknown. The initial reporting consumer did not provide the relatedness of events with human insulin therapy. The initial reporting consumer did not provide the relatedness of event wrong technique in drug usage process with humapen ergo ii while related the remaining events humapen ergo ii. Edit 31-dec-2020: upon review of information received on 23-dec-2020, updated the age of device and added seriousness criterion in narrative. No other changes were made in the case. Edit 06jan2021: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: please refer to update statement(s) dated 15jan2021 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that the injection screw of her humapen ergo ii device got stuck and could not push the cartridge, so the insulin was not released. She also reported that sometimes the device released insulin and sometimes it did not. The patient experienced angina pectoris. The device was not returned to the manufacturer for investigation (batch 1806d03, manufactured june 2018). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to pen jam or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a female patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) (humulin r), from cartridge, via a reusable pen (humapen ergo ii), 40 iu of unknown frequency, subcutaneously, for diabetes mellitus, beginning on an unknown date. Since may2019, she was using humapen ergo ii. On (B)(6)2020, the humapen ergo ii had issue ((B)(4)/lot no1806d03), it sometimes released insulin and other times it did not released and upon troubleshooting the humapen ergo ii worked properly. On (B)(6)2020, it got impaired again. On (B)(6)2020, after she took her human insulin and while she was going to sleep she experienced pain in her heart, back pain, burning sensation in her legs and she could not sleep. It continued for 2 days. The screw got stuck inside the pen and could not push the cartridge so the insulin was not released in her body. It was suspected that those events were due to that the insulin has no effect on her (it was not delivered well to her body) so she started taking her doses with insulin syringe since then. After she had taken her doses with the insulin syringe, she got improved and upon that it was realized that the issue was in the humapen ergo ii. The event of heart pain was considered as serious by the company due to its medical significance. The outcome of event wrong technique in drug usage process was unknown while outcome of remaining events was resolved. Information regarding corrective treatment was not provided. Status of human insulin therapy was continued. The patient was the operator of humapen ergo ii and her training status was not provided. The general and suspect humapen ergo ii duration of use was approximately 19 months (it was started in (B)(6)2019). The action taken with the suspect humapen ergo ii was unknown. The humapen ergo ii (lot number 1806d03) device associated with product complaint (B)(4) was not was not returned to the manufacturer. The initial reporting consumer did not provide the relatedness of events with human insulin therapy. The initial reporting consumer did not provide the relatedness of event wrong technique in drug usage process with humapen ergo ii while related the remaining events humapen ergo ii. Edit 31dec2020: upon review of information received on 23dec2020, updated the age of device and added seriousness criterion in narrative. No other changes were made in the case. Edit 06jan2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 15jan2021: additional information received on 15jan2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information and added date of manufacturer for the humapen ergo ii (lot number 1806d03) device associated with product complaint (B)(4) which was not was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.